Event description:
A customer reported a pt had received general anesthesia in preparation for surgery. The procedure has not yet started when the cassette was not recognized and the system locked. The case was canceled. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).